Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-02619 & 3007042319-2015-02620) submitted for devices related to the same event.

Event description:
It was reported from site that on "(B)(6) 2015 patient presented with intermittent electrical fault alarms." "Log files were downloaded which confirmed "front phase b open", with cleaning procedure recommended." "Driveline cleaning procedure completed and elective controller exchange on unit with manufacturer engineer and representative on site." It was stated by manufacturer engineer that the "driveline cleaning consisted of two rounds of cleaning, with pump off time lasting approximately 45 seconds each for a total of 90 seconds." It was further stated that "blood was observed when the driveline boot was remove around clamp nut of connector." "Driveline connector showed greenish, dark brown gelatin material as well as on the controller pins." "Patient tolerated quite well with no follow up electrical fault alarms to date." "Repeat log files were obtained." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This report is one of two reports (3007042319-2015-02619 and 3007042319-2015-02620) submitted for devices related to the same event.